Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear. Manufactured date: 06-oct-2020.

Event description:
On (B)(6) 2023, it was reported by a facility representative via sems that an ar-400pd pin driver attachment will not hold anything inside the clasp. This occurred during a case, with no patient effect reported. There was no additional information provided, additional information has been requested.